Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: stroke is a known potential adverse effect per the device instructions for use (IFU). A variety of factors can influence the onset of stroke. In this case, it was reported that the stroke was likely related to debris embolization after the procedure. However, a conclusive cause could not be determined from the information available. This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four days following the implant of this transcatheter bioprosthetic valve, a non-disabling ischemic stroke was reported due to a sudden appearance of dysarthria and right internuclear ophthalmoparesis. No treatment was prescribed. It was reported that the stroke was likely related to debris embolization after the procedure. No further adverse patient effects were reported.